Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of the 600 mg/dl and positive results in ketones test diarrhea. The customer's doctor wanted to go to the emergency room but she persisted and her blood glucose came down gradually. Customer was having a stomach flu that had been going around. The device will not be returned for analysis.